Event description:
It was reported that a pump has constant air in line alarms. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Evaluation found the lower reading on the ultrasonic sensor to be 1080 and the upper reading to be 2260 with a fluid filled tube and both should be more than or equal to 2700 caused by a failed upstream sensor, which was replaced. With low ultrasonic readings it would make the pump more sensitive to air in line alarms causing the reported symptom.